Manufacturer narrative:
The product was returned for analysis, however, the evaluation is not yet complete. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that a 2.25 x 13mm cypher failed to cross the lesion and the product had a broken shaft upon withdrawal. The shaft of the device had kinked upon insertion and the physician attempted to cross the lesion anyway. He was not able to cross so he withdrew the device and apparently the shaft separated outside the body, perhaps when the device was coiled to save it for return. The device separated in two about mid-shaft. There were no anomalies noted when the device was removed from the package or during prep. The device was inserted through a hemostatic valve. The patient is fine.

Manufacturer narrative:
The information received indicated that there was a kink at the tip of an avanti plus sheath. It was noticed after it was removed from the packaging. The packaging was intact before opened. There was no resistance or friction experienced during removal of the product from the packaging. The kinked tip was noticed right away after it was removed from the package. There was no attempt to insert the product over a guidewire or mini-guidewire. One non sterile 6fr vessel dilator and a 6fr sheath introducer were received inside a plastic bag. The vessel dilator was kinked at 0.4cm from distal end. No visual anomalies were found on the sheath introducer. Inner and outer diameter of the vessel dilator was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The damage reported by the customer was confirmed. However, the exact cause of the failure could not be determined. Controls are in place to prevent this type of failure from leaving the facility, (B)(4). No corrective action will be taken at this time since there are no indications that the complaint is related to manufacturing process.